Event description:
It was reported that ongoing low run time issue with the battery.

Manufacturer narrative:
Zoll has not received the product for eval and this complaint is still under investigation.